Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the reported expiration date for the ventralex st device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device and that the ventralex st device was manufactured to specification. Based on the information provided, no surgical intervention has been performed regarding the ventralex st mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia, a ventralex st was implanted to repair the hernia defect. It is alleged the patient continues to experience significant pain related to the hernia mesh implant. The patient has consulted with multiple specialists regarding his ongoing injuries related to the implanted hernia mesh. The patient has undergone several diagnostic testing procedure which indicated an abnormality in the area of the implanted hernia mesh. The patient is currently working to arrange for surgical removal of the hernia mesh. The attorney further alleges that the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device and that the ventralex st device was manufactured to specification. Based on the information provided, no surgical intervention has been performed regarding the ventralex st mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the reported expiration date for the ventralex st device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusion can be made. Per the medical record review, post implant of ventralex st patient had chronic abdominal pain. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia, a ventralex st was implanted to repair the hernia defect. It is alleged the patient continues to experience significant pain related to the hernia mesh implant. The patient has consulted with multiple specialists regarding his ongoing injuries related to the implanted hernia mesh. The patient has undergone several diagnostic testing procedure which indicated an abnormality in the area of the implanted hernia mesh. The patient is currently working to arrange for surgical removal of the hernia mesh. The attorney further alleges that the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with the implant of ventralex st mesh. Per operative notes, "extensive adhesiolysis carried out and dissecting out a large incarcerated ventral hernia. A ventralex st mesh was placed to the undersurface of the anterior abdominal wall and tacked." On (B)(6) 2016 to (B)(6) 2017 - patient visited hospital frequently for chronic lower abdominal pain, umbilical bump and had colonoscopy with polyp resection. Patient strongly considering for mesh removal. Attorney alleges that the patient experienced pain.